Event description:
It was reported that patient experienced muscle stimulation from their right atrial (ra) lead. High thresholds and dislodgement were noted. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.